Event description:
The perfusionist reported that the oxygenator reservoir became pressurized during a mitral valve procedure. Teh perfusionist was using vacuum assisted venous drainage with the suction and vent pump heads running. Positive pressure was determined based on the following: a cap popped-off of the reservoir, blood squirted from the vaccuum release valve and venous drainage from the pt stopped flowing. The perfusionist interrupted bypass circulation for 1 to 1.5-minutes to depressurize the system. Bypass was re-established and the procdure was completed. The pt was successfully weaned from cpb. The user facility reported that acts were fine and there was no evidence of clotting. The pt has experienced right-sided numbness post-operatively.